Event description:
A user facility reported that 3 pts experienced post-operative sore throats requiring intervention and/or hospitalization, where lma-classics were used. It was reported that the devices had been cleaned with phenol-based cleaners (vesphene ii). The 1st pt experienced a sore throat after waking from arthroscopic knee surgery. Pt 1 was admitted to hospital for exudative lesions and severe sore throat. Pt underwent fiberscopic exam and was treated with IV fluids, antibiotics and morphine sulfate. Discharged after 2 1/2 days, with significant improvement in symptoms.

Event description:
The 3rd pt admitted for severe sore throat and difficulty with oral secretions. Pt underwent fiberscopic examination and was treated with IV fluids, steroids dose pac, antibiotics and morphine sulfate. Event has resolved.

Event description:
Th 2nd pt experienced a sore throat, that same afternoon. Pt was admitted and diagnosed by fiberscopic exam, with supraglottic and arytenoid fold exudative lesions. Treated with IV fluids, antibiotics and morphine sulfate. Significant improvement in symptoms.